Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the cat6 towards the thrombus and subsequently, the cat6 kinked at the distal end. Therefore, it was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.